Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube at the distal end. Proximal clevis was found to be dislodged as result of the main tube breakage. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The complaint regarding a collision during procedure causing arm to shift and become uncoupled at housing was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the force bipolar instrument collided causing arm to shift and become uncoupled at housing. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no allegation of non-intuitive or uncontrolled motion issues.